Manufacturer narrative:
The device history record review confirms that the device met all material, assembly, and performance specifications. Visual and microscopic examination of the return device found that the coil was stretched and broken and experienced friction when advancing through introducer sheath. The coil suture was damaged, and the coil delivery wire kinked/bent. Functional testing was performed, the coil could not be advanced through the introducer sheath, it could only be retracted. The reported event was confirmed during device analysis based on the damage noted to the device. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information available and device analysis, it is likely that the coil was damaged during use resulting in the reported friction. An assignable cause of procedural factors will be assigned to the analyzed main coil broken/fractured.

Event description:
Based on the investigation of the returned product, the coil (subject device) was found to be broken/fractured. There were no clinical consequences to the patient.